Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the female luer cracked while adding a medication drip to the tubing. The event occurred in pediatric cardiothoracic intensive care unit (pctu). Although requested, additional information was not provided.